Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer representative regarding a patient who was receiving baclofen 1400mcg/ml; 1000mcg/day and an unknown medication via an implantable pump. Indication for use was intractable spasticity. The date of the event was unknown. It was reported the pump was near end of life and was flipping. It was replaced using the same pocket and sutured. No symptoms were reported. No further complications were reported.